Manufacturer narrative:
Additional information was added: the actual sample was received for evaluation. The jaw assembly was returned free floating in the bag along with the outer tray and inner tray and lid. The white protective holder for the jaw assembly was not returned. Visual inspection observed two (2) bent pins on the coupler ring seated in the right jaw assembly. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coupler had a bent metal tip (pin). This was further described as; ¿when the doctor opened the coupler and attached it to the applicator, it was noted that one of the metal tips was bent¿. The doctor used another coupler to complete the procedure. This issue was identified during a surgical case. There was no patient injury or medical intervention associated with this event; the reporter stated "the patient is doing well". No additional information is available.